Event description:
Pt had PICC line placed (B)(6) 2013, pt reported on of the external dual lines was leaking and appeared severed. Pt required an additional procedure in which the PICC line was replaced.